Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lung resection. According to the reporter: at the first firing, the surgeon squeezed the handle and the device made cracking sound. The surgeon removed the device from the issue and found the staples were not formed and the tissue was not stapled. There was oozing of blood and tissue damage. The tissue was sutured manually and no ill effect on the pt. No information about the use of reinforcement material. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. The case was extended by more than 30 minutes.